Event description:
The healthcare professional (hcp) reported that the home pt (hp) expired in bed while connected to the homechoice system for apd therapy. The hcp reported that the homechoice cycler displayed "end of therapy" when the hp was found. The hcp relates that it is unk if the hp had expired while apd therapy was being performen or after the apd theapy had completed. The hcp relates that during the apd therapy, there were no alarms or indications of any problem with the treatment. According to the hcp, the hp's spouse stated that there were no complaints previously reported by the hp. The hcp related that spouse does not have an estimated time of death and that an autopsy was requested by the hp's family.